Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. If this information becomes available at a later date, the file will be updated accordingly. Additional information was requested and the following was obtained: the information provided by the hospital is all the information that is available at this time. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a sleeve gastrectomy procedure the patient experienced a significant drop in their hemoglobin levels. The customer noted that when comparing the readings from before and after the procedure, the patient's hemoglobin dropped by 4.2 points. The patient required a transfusion of one unit of blood. The patient was reoperated on one day post-op to evacuate a hematoma; one liter hematoma was evacuated.